Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with unknown mentor breast implants on both sides and experienced bilateral capsular contracture; baker grade unknown. As a result, the patient underwent bilateral explantation and replacement with catalog number 3504004bc; serial number (B)(4) on the left side, and with catalog number 3504004bc; serial number (B)(4) on the right side on (B)(6) 2018. The type of device involved is unknown, and the gel common device name/procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received. This medwatch report is for the patient¿s left-sided device.